Event description:
It was reported that an accusol bag leaked ¿by the welding.¿ this occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13j11g72 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned to baxter and the evaluation is complete. A visual inspection was performed, and it was noted the long peel was activated. The clampex connector was not activated. The corner of the large chamber was cut to allow the release of solution prior to shipping. A leak analysis was performed and a pinhole leak was found located on the long peel seal right of the apex on the print side of the sheeting. The reported problem was confirmed through a sample evaluation. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.